Manufacturer narrative:
Unit received moisture damage at electronic assembly. Unable to perform displacement test, operating currents, self test, off no power, restart error test, rewind, basic occlusion, occlusion, prime, sensor and excessive no delivery test due to moisture damaged at electronic assembly. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was dropped in a river and doesn't work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.